Event description:
It was reported that the patients device was explanted. The lead may have been left in the patient, but this was unconfirmed.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 1999. Product type: extension: product ID 3487a, lot# l36986, implanted: (B)(6) 1995, explanted: (B)(6) 1999. Product type: lead: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1995. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).